Manufacturer narrative:
H.6. Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. No samples / photos were sent by the customer not being possible determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. During the assembly process, visual inspection is proceed each 02 hours in one sample size of 50 pieces. In the same way during the packing process, visual inspection is proceed each 02 hours in one sample size of 40 pieces. If some nonconformity is found the batch interval is blocked for analysis. In the sequence the machine is checked its operation and the associates involved informed of the occurrence. We emphasize that the employees wear coats and caps in the manufacturing process, the caps were extended to other areas adjacent to the factory. The place where the assembly process occurs is isolated from the external environment to prevent foreign matter from reaching the product. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. H3 other text : see section h.10

Event description:
It was reported that before use of the needle precisionglide 18x1-1/2in there was a foreign matter in the needle shield there was a black spot like a oil substance. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: there is a foreign matter in the needle shield, one unit with a black spot (it seems oil).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the needle precision glide 18x1-1/2in there was a foreign matter in the needle shield there was a black spot like a oil substance. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: there is a foreign matter in the needle shield, one unit with a black spot (it seems oil).